Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. Due to unresponsive keypad, unable to perform operating current test to verify failed battery test. The insulin pump was received with minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that during the fill tubing process, the act button did not work. She noted that she removed the battery to reset the insulin pump and received a failed battery test alert. She stated that the esc button worked intermittently, and the act, up and down buttons did not work. She reported that the insulin pump had been on the bathroom sink when she was taking a shower leading up to the keypad issue. Advised replacement of the insulin pump. Nothing further reported.